Manufacturer narrative:
Evaluation - one customer spider2 limb positioner unit was received on 10/07/2015 and returned with an accompanying battery and battery charger. The unit was confirmed to be serial no. (B)(4). The complaint reported that the unit experienced a failure and abruptly depressurized. This is not possible unless the unit is depressurized via one of the activation switches. The only other exception is upon inserting a faulty footswitch, which the one being returned has been tested to perform as expected. The unit was functionally tested to operate using both the switch drape and foot switch independently, as well as simultaneously without any issues. When either, or both, of these accessories are installed for use, the ¿press-to-push¿ button is naturally deactivated for safety reasons. The returned unit was deemed functionally acceptable. No further investigation is warranted at this time. Usage of device - reuse. (B)(4).

Manufacturer narrative:
Initial reporter: zip and phone: (B)(6). (B)(4).

Event description:
During an arcr operation, it was reported that the arm of the device suddenly got free fifteen to thirty minutes after the start of the procedure. This reported incident took place after patient positioning was fixed for the operation. The surgeon used both the foot switch and the button of the switch drape. The surgeon used the button of the drape once or twice in the operation. The operation was completed with this device; there was a five minute delay. No patient injury was reported. After the incident the switch drape was evaluated by the site and found that the button couldn't function by the point to push.